Event description:
The customer reported an audio failure on the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.